Manufacturer narrative:
Na

Event description:
The customer reported the ventilator power cord had an odor of smoke. The ventilator was not in use on a patient; therefore, there was no patient harm or involvement. The respironics service technician reported visual inspection of the power cord plug found it to be discolored. The service technician replaced the power cord to correct the customer reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications. The power cord was returned to the factory for failure analysis. Visual inspection of the power cord revealed evidence that the ground post wire was discolored. In addition, both posts were bent which is an indication of user abuse. Testing of the power cord revealed an intermittent connection at the ground wire post.